Manufacturer narrative:
(B)(4). Although, the product is expected back for evaluation, it has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
The user reported that approximately 8 1/2 hours into an infusion of lipids on a child, they noticed that the set was leaking from a crack on the accuslide. From the amount of lipids on the floor, the clinician estimated that the leak occurred approximately an hour before they identified it. The (B)(4) set was connected to a smartsite connector 3 way model code 20038e, which was connected to a (B)(4) smartsite, which was connected to the central venous access device. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.